Event description:
It was reported that during preventative maintenance performed by the customer biomed, the front end board broke off on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement thus no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer evaluated the unit and was able to confirm the reported issue. The fse observed that the front end board missing test pint 70 used for verification of pressure points. To fix the issue, the fse replaced the front end board. The unit passed all tests and calibrations to manufacturer specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The event site name is shortened due to field character limit. The full name is (B)(6) hospital.

Manufacturer narrative:
A contact person at the event site is (B)(6) , biomedical engineer. It was reported that cardiosave intra-aortic balloon pump (iabp) have a damaged front end board by biomed (B)(6) on 4/13/2022. Issue was generated during pm by facility biomed. Device is not maintained by getinge. Last getinge service was the device's b.17 software upgrade completed by getinge fst (B)(6) on 4/01/2022. A getinge field service engineer (fse) confirmed pump functions properly upon initial inspection. Unit shows no logs or electrical test failures during initial inspection. Fse confirmed reported issue during internal inspection - front end board is missing test point 70 used for verification of pressure inputs. He replaced front end board screw kit, cardiosave pc boards, e exch pcb,front) unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The defective components were received for further investigation. No patient involvement. The front end board part number 0670-00-0770 was observed per the cardiosave service manual part number 0070-00-0639 revision p with visual damage. The national repair center installed the font end board serial number 17 14772 23_htc into the cardiosave test fixture serial number (B)(6) and tested the front end board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. Tp 70 damaged was observed. Front end board will be sent to the supplier as per procedure number 0002-07-d008 revision aj. The failure analysis and testing dept. (Fat) received pcb, front end, rohs from the supplier. The supplier verified the damage of tp70, and found no errors related to the functionality of the board were detected. Retaining part number 0670-00-1164 pcb, front end, rohs in the fat per procedure number (B)(6). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.